Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient had multiple "electrical fault" alarms. The site performed multiple controller exchanges after which four (4) new electrical faults occurred. A manufacturer representative traveled to site to perform a driveline cleaning. The driveline cleaning was completed in two rounds in which a small amount of contamination was observed in the driveline connector and within the inner lumen black wire. The patient reported experiencing discomfort during the cleaning. Sixty (60) minutes after the cleaning the patient experienced speech impairment, and lost functional use of his right arm. The site was contacted to follow up on the patient outcome. The site states that a CT scan performed did not detect any abnormalities. The patient was speaking again and could use his hand again. The controller ((B)(4)) was returned to the manufacturer for evaluation. Various analyses were conducted and review in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device passed functional but failed visual inspection as a result of contamination within the driveline connector port. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and/or the driveline/connector sealing design. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2015-03442 and 3007042319-2015-03443) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the controller had electrical fault alarms. The site reported that fourteen (14) electrical fault alarms occurred on (B)(6) 2014. The site performed a controller exchange to the patient's backup controller. After the site inspected the original controller, the site performed a second controller exchange back to the patient's original controller and four (4) new electrical fault alarms occurred. The site performed a third controller exchange to a backup controller. A manufacturer's representative assessed the device and confirmed with the hospital staff that the patient could tolerate the pump-off time associated with a driveline connector cleaning procedure. The manufacturer's representative performed a driveline connector cleaning procedure per the manufacturer's specification on (B)(6) 2014 to remove contaminants. The site prepared intravenous access for medical intervention. The patient was administered a small amount of sodium chloride (50ml nacl). Two driveline disconnects were performed. The patient experienced discomfort during both of the driveline disconnects and sustained a neurologic injury. The first driveline disconnect was approximately 45 seconds in duration, during which the patient felt uncomfortable starting about 25-30 seconds after the beginning of the procedure. The patient showed symptoms of difficulty breathing. The patient felt better after the driveline was reconnected. The physician assessed the patient for approximately 5 minutes for the patient to be comfortable before continuing the procedure. After approximately 10 seconds of the second driveline disconnect, the patient showed signs of discomfort. The procedure was immediately interrupted and the driveline connector was reconnected. A small amount of contamination was observed in the driveline connector and in the inner lumen black wire approximately 10cm in length and located approximately 20cm distal to exit site. The primary controller was exchanged during the procedure. The controller was removed from service and the patient remained on a backup controller. The device was returned to the manufacturer for analysis. The physician assessed the patient and the patient did not respond to commands. After a few minutes the patient responded to commands but did not speak. The site performed an ultrasound and adjusted pump speed. The site performed a computed tomography (CT) scan on (B)(6) 2014 and reported that the patient was diagnosed with a speech disorder and he could no longer move his right arm. On (B)(6) 2014 the patient was speaking and could use his hand again. The site reported that the stress during the procedure might have caused the problems.